Event description:
The customer reported the system's collimator coned down thereby failing to display an image. Also, a collimator calibration required message was displayed. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded. The system was then found to be operating as intended.